Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a varipulse¿ bi-directional catheter and the patient experienced a pericardial effusion that required pericardiocentesis and hospitalization. A patient suffered a pericardial effusion shortly after the procedure was completed. During the procedure, a pericardial effusion was noticed with the use of intracardiac echocardiography (ice) imaging. The effusion did not seem to be growing in size and blood pressure was normal. However, after the procedure completed, the patient started to complain of chest pains and their blood pressure began to drop. A pericardiocentesis was performed, and around 200 cc's worth of fluid was removed. The patient was reported to be stable. Additional information was received. The patient improved; however, required extended hospitalization to monitor vitals and ensure symptoms did not worsen. Prior to noting the pericardial effusion, ablation was performed. One transseptal puncture site was performed during the procedure. The transseptal needle product details are unknown. Number of pfa ablations was 21. Radio frequency (rf) was not used. Varipulse flow settings were low flow 4 ml/min and high flow when ablating 30 ml/min. No issues with the flow rate change at the start of the ablation. The correct catheter settings were selected on the generator.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).